Event description:
Per the clinic, the patient was explanted due to meningitis. The patient was explanted in 2009. Reimplantation is planned but had not taken place at the time of this report. More information has been requested but was not at available at the time of this report.